Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of over 700 mg/dl due to a bent cannula. The customer was treated for their blood glucose with manual injections. The customer stated that the hospitalization occurred three months before the initial call. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent sample sets to resolve the issue.